Event description:
Provider states that the left front swingaway frame is cracked all the way through and the consumers chair came to the provider with duck tape and packaging tape holding the two parts of the frame together. No additional information provided.